Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment difficulty and stent elongation was not able to be confirmed as the stent had already been fully deployed from the delivery system. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported deployment difficulties. The elongation was due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 100mm-long, heavily calcified lesion in a heavily tortuous, 4.0mm diameter, mid superficial femoral artery. The lesion was pre-dilated with an unspecified 5.0x120mm balloon inflated to an unknown pressure, held for 0.5 second to 1 minute. A 4.0x120mm supera veritas 6f 120cm peripheral stent system was advanced to the lesion. When initiating deployment by pushing the thumb advancer forward, after half of the stent was released, deployment stopped while the thumb advancer was still able to be pushed forward. The deployment lock was unlocked, the thumb advancer was fully advanced forward a few times, but the remaining undeployed stent portion was still unable to be deployed. In order to release the last 4 to 5cm of the stent, with the deployment lock opened, the catheter was pulled back while simultaneously pushing / compressing the deployed portion of the stent, enabling full stent deployment; this resulted in slightly longer than nominal length, but not significant, stent elongation. The stent was deployed completely within the target lesion. There were no adverse patient effects, no occurrence of a clinically significant delay, and patient outcome is reportedly good. No additional information was provided.